Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the ins was overdischarged and there was a power on reset (por). It was reported that the patient fell on (B)(6) 2017 and afterwards they couldn¿t feel stimulation. It was reported that the ins ¿didn¿t turn on¿ and wouldn¿t charge. The patient hadn¿t charged the ins since. The manufacturer representative was instructed to charge the ins to 25% and clear the por. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient had traumatic fall from a train platform on (B)(6) 2017 resulting in 13 surgeries and extensive time in the hospital. The patient has not been able to charge their device since the accident. Physician recharge mode (prm) have been attempted, but were unsuccessful and the patient declined further attempts. The patient is electing for an ins replacement. The leads have not been assessed by the patient since the accident. It was also noted the patient has a pending knee surgery. The replacement has been planned, but has not been scheduled. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the fall caused a total malfunction. The patient said he is having surgery on his knee and leg. The patient said he needs to take care of the other surgeries before taking care of the device. The patient wanted to set up and appointment in april because the implant was causing the patient great back pain and with it not working his leg pain has increased. No further complications were reported.

Manufacturer narrative:
Please refer to regulatory report #3004209178-2019-04890 for previously reported information regarding broken leads, which is now related to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated that they are trying to get their stimulator fixed because they are unable to get an MRI unless the implantable neurostimulator (ins) is able to be put into MRI mode. The patient mentioned that their stimulator stopped working after they were in an accident on (B)(6) 2017. It was noted that the accident was previously reported as a fall. The patient reported that after the accident, they were in the hospital for a month and a half and was not able to charge their ins. They stated that they tried to charge but the ins would not charge. The patient mentioned that they wanted to get a hold of a local manufacturing representative since they missed their last appointment. They also mentioned having a surgery, but confirmed it was unrelated to their device/therapy. The patient was redirected to follow-up with their healthcare provider.